Manufacturer narrative:
On follow up medwatch reported as 1/14/15; should have been 1/15/15.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that post implantation of a (tfn) trochanteric fixation nail system, the patient was experiencing pain. The patient was returned to the or (operating room) for revision surgery for implantation of a smaller tfn trochanteric fixation nail system. Patient outcome was that they were still experiencing pain the second implant was removed. Unknown surgical delay. Unknown medical devices involved. This report is for the nail system. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes USA: the revision surgery was related to the lag screw. There was reportedly no delay in the procedure. The patient status/outcome was reported as stilling having pain but there are no implants involved anymore. This report is for an unknown lag screw. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the nail system, part and lot number(s) unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.